Event description:
Pacemaker was found to be pacing at a rate of 100 bpm. Upon interrogation the device was found to be in the magnet mode. When this mode was turned off and the device paced at the lower rate limit. When programmed back to magnet mode it again paced at 100 bpm. The pt experienced discomfort/chest pain due to the consistently high pacing.